Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Implant date is unknown and occurred in 2013. Explant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient with a c1-c6 synapse 4.0 mm rod construct presented to the surgeon with pain, and was found to have a nonunion at c1-c2 and that the right c1 locking screw (04.614.508) has come completely out of the right c1 screw (unknown size and part #). The rod part # is also unknown. The hardware was possibly originally implanted on an unknown date in 2013. The surgeon plans to perform a revision on the patient in the near future. He plans to take out the c1 screws and cut the rods just cranial to the c2 screws. The surgeon does not intend to replace the removed hardware with other instrumentation. There are six devices involved in this complaint. The revision for the complaint reported previously took place (B)(6) 2018. The patient had a previous surgery where synapse 4.0 mm rod system was used on a posterior cervical. The construct was from c1-c5 with synapse 4.0 (no screws at c2). The patient never healed at the c1-c2 level and the surgeon determined that the patient has a nonunion there. At an unknown point in time, the hardware at c1 failed. On the left, the c1 screw broke off into the patients lateral mass, just distal to the synapse shaft on the shaft screw (serial (B)(4)). The locking cap was still threaded onto the screw securing it to the rod. On the right synapse c1 screw (04.615.330 serial (B)(4)) the locking cap unthreaded from the synapse screw and was free floating. Additionally, the head on this synapse screw popped off of the actual bone screw. All of these failures happened at an unknown time. During the revision, the surgeon removed both of the synapse locking caps from the patient. He then cut the rods in situ cranial to the c3 screws. He then removed the c1 screws, but did not remove the tip of the left c1 screw which remains in the patient. The patient has a solid fusion from c3-c5 and no hardware was placed at c1 and c2. Concomitant parts: qty 2, unk - rods: synapse. Qty 1, ti locking screw (part 04.614.508, lot unknown). This is report 1 of 3 for (B)(4).